Event description:
Rptr had a nerosimulator that is attached to spine. It runs on a 9 volt battery. It will not keep a charge most of the times that it's in use and rptr had requested numerous chargers and batteries from the co that made it. Now it just sits in left side and does nothing when it's on. Dr has stated that they might remove it later but dr wants to try out a new procedure that is named intradiscal electrothermal annuloplasty. Rptr wonders if this is FDA approved. Rptr has been having back surgeries and pain in the l4-l5 region. Rptr was employed at the time of injury. It's been close to 7 years now and rptr is tired of all this run around and "let's try this to see if this will work" attitude. The pain meds are not helping and rptr wants life back some day. Rptr had two operations with this device; the first time it had shorted out inside giving rptr extreme chest pains, then the second time it gradually stopped working.